Event description:
The clips did not seat properly, theyfell off the tissue. The patient was returned post-operatively to the operating room. It was discovered that the clips fell off the cystic duct resulting in a biliary leak. The patient status was reported as okay. Procedure type: cholecystectomy